Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient was hospitalized for allegedly inhaling particles. There was no report of medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of stating that he believes he has been hospitalized because he is inhaling particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Secondary findings: · dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port. · pil observed an unknown gray/white contamination at the air input of the blower box at the filter area. · pil observed an unknown brown colored contamination on the top enclosure under the right-side accessory door. · pil observed a slight gray/white contamination in the bottom of the blower box. · pil observed two small pieces of blue plastic debris in the blower box. This debris is consistent with a broken filter retention clip. · pil observed slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination observed. · dust-like, hair-like and other fibrous types of contamination was observed on the blower outlet seal. · pil observed an unknown white powder or dust-like contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. · pil observed several small potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. · there is no visible damage or functionality failures of the device, apart from a possible broken filter retention clip, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.